Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and a thrombus was visualized on the posteriorly oriented side of the device. Activated clotting time (act) was 399, and an additional 3,000 units of heparin were given. After 10 minutes of observation, there was no change in the thrombus; therefore, the device was released while the clot was being aspirated out. At this time, remnants of the thrombus were visible via transesophageal echocardiogram (tee) and the was navigated to try aspirate the remaining thrombus without success. A non-bsc sheath was then used to aspirate the clot, which was also unsuccessful. At this time, efforts to remove the remaining thrombus were stopped. Patient was transferred to the intensive care unit (ICU) for monitoring and was left on a heparin drip overnight. The device remains in service. Another follow-up tee showed the thrombus resolved and the patient was discharged home without signs of having an embolic event.